Manufacturer narrative:
The pump has not been returned to animas for eval. The device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, all keypad buttons were found to be responding appropriately. The keypad was removed and no issues were found with the button contacts. Unrelated to the complaint, the vibration motor was not working; the pump was opened and the vibration motor was inoperable. Also unrelated to the complaint, the battery compartment was found to be cracked at the opening.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.